Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the date of onset was 2013 (B)(6) and the site of the infection was the sacral and hip-pocket site. It was noted that the cause of the infection was a midline buttocks rash at the time of the trial. Symptoms included pain and swelling at the incision sites. It was noted that this was related to the system or therapy and was a wound infection. It was reported that a culture was done and (B)(6) was found. It was noted that long-term IV antibiotics were not effective and ultimately the device was explanted which resolved the infection. It was reported that there was a good result and the patient healed well. It was noted that the patient had myasthenia gravis.

Event description:
It was noted that when the patient got their trial leads implanted they became infected. It was noted that the patient had their trial leads taken out and had to be put on antibiotics due to a previous auto immune disorder.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).